Event description:
A peritoneal dialysis registered nurse (pdrn) reported that this patient on continuous ambulatory peritoneal dialysis (capd) had been hospitalized since (B)(6) 2026 due to peritonitis. The patient came into the clinic with no stay safe cap on the pd catheter. Additional information was obtained through follow-up with the pdrn. The patient was seen in the pd clinic on (B)(6) 2026 due to cloudy pd effluent and mild abdominal pain. The patient was noted to have no stay safe cap on the pd catheter. The patient did not know why or how the cap had gone missing. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient went to the emergency room (ER) that same day. The patient was admitted to the hospital on (B)(6) 2026. The cultures were positive for klebsiella pneumoniae. The white blood cell count was 116,080 with 93% polymorphonuclear (pmn) cells. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 1.5g daily (for 14 more days). The patient remains hospitalized. The suspected cause of the peritonitis event is the missing stay safe cap. The patient did not require a pd catheter removal. No additional information was provided.